Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. The customer stated that she had just had optical surgery and had gotten back home from the hospital. She checked her blood glucose and later during the night, her blood glucose went up to 400 mg/dl. She noted that her glucometer read 272 mg/dl and 254 mg/dl. The customer stated that she was not wearing a sensor and received a lost sensor alert. During troubleshooting, the transmitter was tested, and it passed testing. The customer stated she did not have any issues with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-16188.